Event description:
It was reported that there was occasional oversensing or noise noted on episodes recorded by the implantable cardiac monitor (icm)the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.